Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between february 17, 2023 ¿ february 21, 2023. H11: the device was received for evaluation. A visual inspection was performed, and when the fill port cap was opened, evidence of leak (backflow) was observed from the fill port. Subsequent examination revealed the cause of backflow was due to two glass fragments stuck under the checkband. No manufacturing process step would allow glass fragments to be introduced near or adjacent to the fill port. The reported condition was verified. The cause of the reported condition could not be determined; however, the most likely cause of glass fragments becoming stuck under the checkband is user filling technique. Glass ampoule used for filling the device without a filter can result in this type of event. The use of a filter during filling is recommended in the product label (IFU, instructions for use). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port. The leak was observed during the filling process; however, the fill port cap was secured on the top of the device at the time of the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.